Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker device had hematoma. The patient incision site and pocket had a significant hematoma that was drained and the pocket was reclosed. Additional information received indicated that hematoma was determined during wound check and was due to pocket oozing after changing new lead. The device remains in service. No additional adverse patient effects were reported.